Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6- adverse event problem: 2017 - improper or incorrect procedure or method.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (serial: (B)(6) )was chosen for implantation utilizing a small flexnav delivery system (lot: 9224629). Aortic root angle was 22 degrees. Sufficient calcium was present for anchoring. The navitor was advanced and positioned at 3mm non-coronary cusp (ncc) and 0-1mm left coronary cusp (lcc) at 80% deployment. After release of the 25mm navitor, the valve migrated above the annulus. No post dilatation was performed. Hypotension was observed during the migration. Blood pressure medication was given via anesthesia. There was no interaction of the delivery system with the deployed valve. The valve was snared into the aortic arch. A replacement 25mm navitor valve (serial: (B)(6)) was implanted successfully utilizing a replacement small flexnav delivery system (lot: 92246290). There was no clinically significant delay. The patient had a retroperitoneal bleed due to high femoral stick and unsuccessful vessel closure - unrelated to the navitor and flexnav. Patient was monitored for a few days then discharged home.

Event description:
N/a

Manufacturer narrative:
An event of migration or expulsion of device (device embolization), improper or incorrect procedure or method, and hypotension was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after release of the navitor valve, the valve migrated above the annulus. Hypotension was observed during the migration. Blood pressure medication was given. There was no interaction of the delivery system with the deployed valve. The valve was snared into the aortic arch. A replacement navitor valve was implanted. Based on the information received, the cause for the reported device embolization could not be conclusively determined. The reported improper or incorrect procedure or method was due to user snared the valve. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, navitor¿ transcatheter aortic valve implantation system , arten600290544, revision b, stated "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."